Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es drawer failed. The customer stated that there was no delay, but the malfunction occurred when the user tried to issue medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 05-dec-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawer failed. A field service engineer (fse) confirmed that the customer had corrected the issue with the failed drawer to resolve the problem. The customer tested the station in the medical application and verified successful operation. The system functioned as intended after the resolved the issue.